Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2025. The insertion site was abdomen and patient was noticed the symptoms within three hours of insertion. The blood glucose level was 230 mg/dl and patient was treated with correction injection via multiple daily injection (mdi).the patient replaced infusion sets and resumed insulin successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.